Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported battery out alarm and their insulin pump was not working. Customer's blood glucose at the time of the call was 479 mg/dl. The customer treated their high blood glucose with a manual injection. Troubleshooting occurred and customer was able to reset his insulin pump. No additional information is provided.